Manufacturer narrative:
Analysis found the bearings corroded. If information is provided in the future, a supplemental report will be issued.

Event description:
A health care professional (hcp) reported that the handpiece was vibrating. There is no patient impact.